Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation ¿image was disturbed¿. There were few additional findings. Due to clogging of nozzle, water removal ability and air supply volume does not meet the standard value. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had white-clouded area. Protector of universal cord on scope connector side and switch button 1 had a scratch. Connecting tube had a dent. The investigation is ongoing. Follow up in progress to obtain additional information regarding presence of foreign material and reprocessing steps followed by site. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the image from the gastrointestinal videoscope was ¿disturbed¿ while inflating. The device was returned and an evaluation at the repair center revealed presence of foreign materials inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning: "<inspection of the endoscope> 8. Inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. <> 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.